Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had stuck on bluescreen. The technical support specialist reinstalled the rss agent and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had stuck on bluescreen. The customer reported that the station got stuck on bluescreen and was still persistent even after performing a reboot. The issue was causing a delay of 30 minutes to 1 hour in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.